Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2016. During the procedure, the tip of the drill broke while in use. All pieces were removed from the patient. Another device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. A conclusive root cause of the event could not be determined. Further investigation was initiated to address the reported issue. It was deemed no further actions necessary.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
During a total knee arthroplasty, the tip of the reamer broke while in use. All pieces were removed from the patient. Another device was used to complete the procedure.